Event description:
I have had three lasik surgeries to correct my vision. At no time did I ever achieve the "20/20" ideal. My eyes keep regressing. After the first surgery, they poo-poo'd me and told me to use more eye drops. I thought this was absurd as I was not going to use eye drops every few mins just to see, and my eyes did not feel dry. Since the first, I have had bilateral lasik and a third in just one eye. Within one year of the final surgery, I was back in glasses to see. I was now in bifocals, which was not needed before. I heard the article on npr radio this morning. If this is the info you need, I will be happy to research my records for more detail.